Event description:
Customer reported a malfunction on the pump which caused their blood glucose levels to read "high," exceeding a certain threshold. The specific value of the blood glucose level was not known. Customer addressed the high blood glucose level by performing a correction injection via multiple daily injections (mdi) and did not require assistance from any third party. Technical support provided instructions for resetting the pump and assisted the customer with the process. After the reset, the malfunction did not recur, allowing the customer to continue using the pump. The customer was instructed to call back if any further malfunctions occurred.